Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had pain at the ipg site and high impedances on their lead. Surgical intervention was undertaken and the lead and ipg were explanted and replaced.